Manufacturer narrative:
(B)(4). The complaint device was returned for analysis. The reported difficulty inserting the guide wire was confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. Balloon peeling was observed and was likely a result of the interaction during removal of the protective sheaths. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a long lesion in the proximal to mid left anterior descending (lad). First the mid segment was treated successfully with a 3.0 x 28 mm implant. Then a 3.5 x 12 mm implant was to be used to treat the proximal section, but during unpacking of the device outside the anatomy, there was difficulty removing the yellow protective sheath. An attempt was made to backload the device onto a non-abbott guide wire, but the proximal end of the guide wire could not be inserted into the distal end of the delivery system guide wire lumen. The device was not used and never entered the patient anatomy. A new 3.5 x 12 mm implant was used for successful treatment of the proximal segment of the lesion. The result was satisfactory. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. The return device analysis revealed balloon peeling.